Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins) for spinal pain. The patient reported she turned on her recharger (insr) today and saw power on reset (por) screen. She stated the ins is 75% charged. It was reported the por is an informational por screen but if she tried to use the insr then it comes up as a warning por screen. The patient did not have her patient programmer with her. Information was reviewed with the patient on how to clear the por screen. The patient was redirected to see their manufacturing representative if the issue was not resolved. No further complications reported/anticipated.